Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed the plate of the safety mechanism was completely detached from the needle. A microscopic observation revealed no metal sleeve within the safety mechanism or on the needle shaft. No damage was observed on the needle or the plastic collar of the safety mechanism, which suggests the safety mechanism was misassembled during manufacturing at the supplier facility. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient came into clinic for routine chemotherapy. Rn deaccessed port with 100 unit heparin after patient was done with chemo. Rn successfully deaccessed port, but needle came detached from safety device. It was stated no one was injured. "They were accessed in clinic, that same day, wasn't accessed for longer than 3 hours. Was the port accessed with this needle in the hem/onc clinic or was it accessed elsewhere, prior to the patient coming to this visit? Yes it was accessed with our needle (20g 3/4), there was nothing wrong with the needle when accessing the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient came into clinic for routine chemotherapy. Rn deaccessed port with 100 unit heparin after patient was done with chemo. Rn successfully deaccessed port, but needle came detached from safety device. It was stated no one was injured. "They were accessed in clinic, that same day, wasn't accessed for longer than 3 hours. Was the port accessed with this needle in the hem/onc clinic or was it accessed elsewhere, prior to the patient coming to this visit? Yes it was accessed with our needle (20g 3/4), there was nothing wrong with the needle when accessing the patient."